Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to complete incoming testing.